Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while preparing for a prolonged fast as part of a detox, with a documented blood glucose low of 51 mg/dl lasting about 24 hours and correction using oral carbohydrate (grapefruit juice). Symptoms included no reported clinical sequelae such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no additional assistance. Investigation included a review of use conditions and user-reported troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no ketone testing, with user-driven correction using oral glucose. It was concluded that hypoglycemia occurred with cause unclear relative to device performance, with contributory context of fasting behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.